Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 26 lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Event description:
It was reported that 26 lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 20 out of 20 returned boards. 26 lvp display boards were returned; however, 20 boards were received. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 20 out of 20 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 01dec2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 09nov2020 and indicated that this device has been previously returned (once) for service for repairs to issues not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for investigation.